Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m92c65. The analysis results found that the el5ml device was returned with a clip in jaws. In an attempt to replicate the reported incident; the device was cycled and 6 clips with gap were fed and formed the remaining 6 clips as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the incidents reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the clip ejected when the trigger was grasped half at the first firing. Then, jamming occurred when the trigger was grasped again. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.